Event description:
It was reported that the clinical study patient suffered a puncture wound during tunneling of the electrode. The event was noted to be mild and possibly related to implant procedure. It has resolved. It is noted that action was taken but the type of action was not specified. There was no medication added or action taken with the device no further relevant information has been received to date.

Manufacturer narrative:
(B)(4).